Event description:
My daughter developed an infection which inflamed all the cells in her cornea. She was initially treated with zymar 0.3%, one drop every hour. She was reevaluated the next day and her condition was worse. She had very limited vision in her eye. At that point, cefazolin 50mg/ml was started. For the next 24 hours, both drops were administered every hour. She was continued to improve and as of her exam today, there is scarring but it should not affect her visual field. She does need to continue both antibiotic drops as there is still some remaining redness. She has been using amo complete moisture plus multi-purpose solution since beginning wearing contacts about one year ago. This was the specific brand recommended by the doctors. Dates of use: 2006 - 2007. Diagnosis or reason for use: regular soft contact lens care. Event abated after use: yes. Event reappeared after reintroduction: no.